Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2018-00815.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the instruments broke. The time and events are unknown.